Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the tubing detached at the quick release. The patient observed insulin out of the tubing about 48 hours after changing the set. This issue occurred with 4 sets. No further information available.